Event description:
Vns patient was scheduled for surgery to "secure a wandering device". Further follow-up revealed that the patient, who has a mental disability, had been picking at their device. A few days prior to the scheduled revision surgery, the patient was admitted to the hospital emergency room because their incision site was gaping and the generator was extruding. It was reported that the patient also had an infection. The generator was explanted and the patient is reportedly "doing fine." It is unknown if the lead was also explanted.